Event description:
Ethicon contour curved cutter stapler failed to completely staple across distal colon resulting in an incomplete seal. Because this tool is also designed to cut, it left us with an open rectal stump deep within the pelvis. We were performing an lar with loop ileostomy 2-3 cm from the sphincter, and this malfunction nearly cost our pt the ability to have a functional rectum because we had to excise the tissue that contained a partial staple line which was very close to the sphincter. It took considerable effort to repair with manual sutures due to the location deep within the pelvis. Similar incidents have happened on at least three occasions within a timespan of several weeks with each incident involving a different general surgeon in our program. Dates of use: (B)(6) 2013. Diagnosis or reason for use: lower abdominal resection.